Event description:
The customer reported the unit tumbled causing physical damage to the display and body of the ventilator. The (liquid crystal display) lcd is shattered, the thumbwheels are distorted and the nut has pulled out of the front-right of the base assembly. The device was not in use at the time of the reported event; therefore, there was no patient involvement.